Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: this is an analysis of two photos submitted to ethicon for review. During the visual analysis the following was observed: the photographs show a open box product code vcp311h and two detached needle winding formers, the picture is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot : a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. Events reported via: 2210968-2022-05945.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. No adverse patient consequences were reported. No additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 8/10/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that two vcp311h samples was returned, each sample was returned with a packet, a labeled winding former, a suture and a detached needle. For each sample, the visual inspection concluded that in the detached needles, the channel area of the needles was noted slightly closed. The end of the sutures was examined and there isn¿t enough impression at the swage end, resulting in a needle pull off defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This defect is caused when does not tighten the press correctly and the swage area is weak on the needle/suture this product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Eight unopened samples of product code vcp311h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the eight packets. Visual inspection was performed to eight samples, were opened, no defects were observed on the packets. The samples were opened, and all contains two strands double armed. The swage and attachment area of needle sutures were noted to be as expected. The sutures were dispensed and examined along of strand, no anomalies were found. A functional test was performed on eight needle-sutures using an instron and the pull force in the sample no. 2 did not meet the minimum requirements. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This defect is caused when does not tighten the press correctly and the swage area is weak on the needle/suture this product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.